Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose was 3.5 mmol/l. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with cracked and bleeding liquid crystal display glass, minor scratched display window, cracked display window corners, cracked reservoir tube lip, scratched reservoir tube window.